Manufacturer narrative:
(B)(4). G2: netherlands. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that a patient experienced a per-prosthetic fracture. Attempts have been made and no further information is available.

Event description:
It was reported that a patient underwent a hip revision approximately one day post implantation due to a periprosthetic fracture. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: a1; a2; a3; a4; b4; b5; b7; d6b; g3; h2; h6. An investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. G2: norway. Proposed code: mechanical (g04) ¿ stem. No product was returned or pictures provided; visual and dimensional evaluations could not be confirmed. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: spinal anesthesia, sciatic nerve spared, trial implants good stability, joint irrigated and closed. One day post-op, the patient sustained a periprosthetic fracture and was revised. Patient revised and implant thrown away. Removal of stem and lateral plate. No medical records provided regarding revision. The complaint was unable to be confirmed. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.